Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency department following a syncopal episode. Review of stored device memory noted the patient had ventricular fibrillation (vf). The device appropriately detected the rhythm and delivered shock therapy, however, the shock was unsuccessful in converting the rhythm. Following the shock, it was noted the device switched to a slower rate profile and appeared to have taken longer to detect the fine vf, however, the rhythm was detected and an additional shock was delivered and converted the rhythm. The patient was discharged from the hospital and see in clinic 3 days later. Appropriate device function was noted during the device check. No additional adverse patient effects were reported. This product remains implanted and in service.